Manufacturer narrative:
D10, h3, h6, h10. H3 device evaluation the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had multiple input tube wear leak of the inner tube and holes in the outer tube due to input tube wear with avulsion. Both cylinders had wear at folds; holes were present at corner of folds. The krt of both cylinders were worn to filament; no leak was found. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. The pump strain relief krt (cylinder) junction was worn; no leak was found. The krt was worn to filament; no leak was found. The corner of the pump block and deflate button were worn; no leak was found. The pump was functionally tested and failed activation test. Therefore, product analysis confirmed the reported event.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a leak from the cylinder. A new inflatable penile prosthesis was implanted. No further complications were reported in relation to this event.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a leak from the cylinder. A new inflatable penile prosthesis was implanted. No further complications were reported in relation to this event.